Event description:
Revision of optetrak knee components due to tibia loosening.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation.